Event description:
The report received from the affiliate indicated that during an inventory inspection "foreign matter was found inside of the sterilized pouch" of a fire star balloon catheter, catalog number 801-1520d and lot number 13393191. The foreign material seemed to be black fibers. The outer product box and the sterilized pouch were intact and the seal of the pouch was not opened. There were no anomalies except for the foreign matter. The product was not clinically used. The product was not re-packaged and not re-sterilized. It has not been determined if it will be returned.

Manufacturer narrative:
Please note that it is not known if the device is going to be returned. Additional info received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01611.

Manufacturer narrative:
During inventory inspection, "black fibers" were found inside the sealed pouch of a firestar and a durastar ptca balloon catheter. The products were not used and no patient injury occurred. All of the seals were sealed and undamaged. The products were not returned for evaluation but photos of the foreign particulates were received. The photos demonstrate black fibers in the pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed based upon the photos and is considered related to the mfg process. Actions were implemented to address this type of complaint. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01611 and 9616099-2009-01612.